Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was programmed off and explanted due to an "infected system." It was unknown if the ICD system will be replaced. No further patient complications have been reported as a result of this event.